Event description:
Routine set-up of the eagle eye ivus catheter. Upon plugging in the catheter, image on screen appeared black with a little static. One additional attempt to unplug/replug catheter, but also failed to produce an image. A second eagle eye catheter was opened and used to finish the case. Has been reported to supplier, rep picked up.